Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped the insulin pump and while it appeared to be functioning properly she suspects that it has been over-delivering. The patient's blood glucose at the time of call was 71 mg/dl, but she stated that she has been having lows recently. Troubleshooting for the low blood glucose readings was declined because she wants the pump replaced. She confirmed that there was no visible pump damage but she feels that there have been over-delivery issues since she dropped the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.